Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. Additionally, the instrument was found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. The instrument was found to have mechanical indentations/burrs at the proximal clevis. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted tongue based resection - malignant surgical procedure, the permanent cautery spatula instrument had a broken wire. There was no reported fragment to fall into the patient. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation is pending to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.